Event description:
The split electrode migrated out of the cochlea due to fibrosis. The user's hearing performance with the device is affected. The surgeon confirmed the repositioning surgery will take place.

Manufacturer narrative:
Additional information: according to the information received from the field the device was not providing benefit due to a migration of the electrode out of cochlea. Reportedly there was fibrosis inside the cochlea, which might have contributed to the migration. Further a complete insertion was not achieved at implantation surgery with four channels remaining extra-cochlear. A revision surgery is planned but no date has been scheduled yet.

Event description:
The clinic had decided to implant a med-el split electrode. The user had a good hearing development with the device. However, the split electrode migrated out of the cochlea due to fibrosis. The user's hearing performance with the device was affected. The surgeon confirmed the repositioning surgery will take place.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.